Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm, altitude alarm, cartridge change error, and a cartridge alarm 1 occurred. Reportedly, customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 140-220 mg/dl. Reportedly, the supplies were changed to address the event.